Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with 2 of adc devices. The user report contains the following information: "due to inaccurate readings from libre 2 system, took too much insulin causing low sugar seizure. Have found libre 2 readings to be off by up to a 35% after 12 hour adjustment period. I compare results with a finger-stick results on meter (recently ran a control test) and at least 40% of the time, the results are showing at minimum of 25% higher on the libre 2. This causes me to either take too much insulin or preform a meter test every time that I scan the libre 2 to compare. Also the libre 2 mobile app has a lot of problems many times it tells me that alarm is not available* or scan error (I forget the code number) and to try again in 10 minutes. The problem is that sometimes it takes over a half hour to be able to get a reading." No further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported issues with 2 of adc devices. The user report contains the following information: "due to inaccurate readings from libre 2 system, took too much insulin causing low sugar seizure. Have found libre 2 readings to be off by up to a 35% after 12 hour adjustment period. I compare results with a finger-stick results on meter (recently ran a control test) and at least 40% of the time, the results are showing at minimum of 25% higher on the libre 2. This causes me to either take too much insulin or preform a meter test every time that I scan the libre 2 to compare. Also the libre 2 mobile app has a lot of problems many times it tells me that alarm is not available* or scan error (I forget the code number) and to try again in 10 minutes. The problem is that sometimes it takes over a half hour to be able to get a reading." No further details were reported and there was no report of an adverse event or third-party treatment due to the reported issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.